Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair case, the tip of the needle broke off in the soft tissue of the patient. This occurred at the end of the case and they decided it would cause more harm to try and retrieve it.